Event description:
The surgeon reported that he undertook a revision of a trident exeter hip. The customer reported that the exeter trunnion was worn. The ceramic head was broken and the liner had wear marks.

Manufacturer narrative:
An event regarding crack/fracture involving an alumina femoral head was reported. The event was confirmed upon visual inspection of the device. Method & results: device evaluation and results: visual inspection was performed as part of the material evaluation and indicated the following comments: the device was returned in four separate fragments, confirming fracture described in event details. Material analysis was performed. Visual inspection was performed as part of the material analysis report (mar), dated 18- september-2019. This inspection indicated approximately 70% of the ceramic head was returned. Metal transfer markings and secondary chipping were observed on the head fragments the fracture surfaces were obscured by post-fracture chipping. A material analysis has been performed. The report concluded: the returned ceramic head had fractured. The head likely fractured due to hoop stresses caused by the wedge effect. A continuous metal transfer ring was not observed at the proximal end of the head taper. Damage was observed on the insert and head fragments consistent with articulating against each other after the head fractured. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: no clinical or past medical history, no comprehensive operative reports, no x-rays, no examination of explanted components, and no surgical pathology reports. While the brief, handwritten revision operative note seems to partially confirm the event description, there is insufficient data to create a report for this event. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that he undertook a revision of a trident exeter hip. **update** the customer reported that the exeter trunnion was worn. The ceramic head was broken and the liner had wear marks.